Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi orbital atherectomy device (oad), a perforation and dissection occurred and it was reported that the patient expired. The target lesion was located in the left main and was 85% stenosed. The lesion was treated using three passes with the oad. It was reported that balloon angioplasty was performed prior to treatment with the oad. A perforation and dissection occurred at the left main circumflex bifurcation, and the patient expired during the procedure.